Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The performance of the architect stat troponin-I assay was evaluated by testing an in-house sample panel using the suspect reagent lot 42894un10. The troponin-I panel is made from human plasma and is targeted to a known concentration. The panel results were within specification, demonstrating that the architect stat troponin-I assay can accurately detect known concentrations of troponin-I. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I reagent package insert (revision number (B)(4)) contains information to address the customer's current issue. The current investigation determined that the architect stat troponin-I assay, lot 42894un10, is performing as intended and meeting safety, effectiveness and label claims. A product malfunction was not identified. Evaluation, method: review of complaint tracking and trending; field service intervention.

Event description:
The customer states that initially controls were within specifications when testing samples with the architect stat troponin-I assay on the architect i2000sr analyzer. Eight hours later, the mid-range control was out of specification low. The customer recalibrated the assay and controls were once again in specifications. Samples were then tested overnight. In the morning, controls were out of specification low. The customer noted that the calibration curve data points were different between the previous two calibration curves. A falsely elevated patient result was reported out of the lab. The sample initially tested at 0.125 and 0.130 ng/ml. The sample was retested on another architect i2000sr analyzer in the lab and generated results of 0.015 and 0.013 ng/ml (the customer uses a cut-off value of <0.03 ng/ml). The customer recalibrated the assay with a new kit from the same lot and all samples are generating acceptable values. There is no impact to patient management reported.